Manufacturer narrative:
(B)(4). A supply bag disconnecting without falling is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 2 of dialysis therapy. The patient did not disconnect prior to the alarm and then reconnected. The supply bag disconnected from the supply line. The patient was connected at the time of the alarm, though no patient injury or medical intervention was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.